Event description:
Deflation of right breast implant. Bilateral implant exchange due to hutchinson ide status. Unk if initial use of device.

Event description:
Describe event or problem: suspected deflation.